Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure the patient experienced a myocardial infarction. The first target lesion was located in the distal left circumflex with 70% stenosis and was 5mm in length and a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x12mm study stent and post dilatation with 0% residual stenosis. The second target lesion was located in the distal left circumflex with 70% stenosis and was 11mm in length and a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x18/20 study stent and post dilatation with 0% residual stenosis. A non target lesion in the 1st obtuse marginal was treated with placement of a 2.25x12mm taxus atom stent during the index procedure with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient underwent angiography due to angina and symptoms of ischemia and found to have st segment elevation with acute inferior wall myocardial infarction. Angiography revealed subtotal occlusion of the circumflex artery. There was another 70% stenosis in the proximal circumflex and 60-70% stenosis was noted in the small obtuse marginal branch from the proximal circumflex. The stented major obtuse marginal branch was patent. The lesion located in the proximal left circumflex was 70% stenosed. This was treated with balloon angioplasty and a 3.5x18mm promus stent with 0% stenosis. The event was resolved without residual effects and the patient was discharged 2 days later.